Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: (B)(6). A philips remote service engineer (rse) spoke to the customer and determined that the following inactive alarms were triggered: detached electrodes, non-pulsatile spo2, and non-pulsatile artery. Alarm functionality check was performed with positive results. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the m3150 info cntr local database rel n.01 indicating that a monitored patient decided to leave their station and take a walk around the ward and there no alarms heard. The device was in use on patient at time of event, there was no adverse event reported.